Event description:
It was reported that the pump's plunger was not recognized. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the flipper were stuck open and the right case was cracked. Syringe plunger not in place found in pump event history log. During functional testing the syringe plunger not in place error was found during the syringe test. The root cause was caused by the customer's incorrect assembly of the device. Reassembled the whole plunger assembly and performed syringe test and all functional tests which passed